Event description:
It was reported that the inside threads on the screw stripped during final tightening. This was an s2 aller screw. The doc didn't want to final tighten to 12 nm for fear of loosing a fixation point. He said he got it close but not completely final tightened. He left it the way it was. Didn't add any time to the case.

Manufacturer narrative:
Method: risk assesment: result: no lot # was provided, so a manufacturing record review could not be performed. The screw was not returned for inspection nor a lot number was provided as the device is implanted in the patient. Conclusion: the possible root cause of the event could not be determined by the given information.

Event description:
It was reported that the inside threads on the screw stripped during final tightening. This was an s2 aller screw. The doc didn't want to final tighten to 12 nm for fear of loosing a fixation point. He said he got it close but not completely final tightened. He left it the way it was. Didn't add any time to the case.